Event description:
It was reported that prior to a lap roux-en-y procedure the device was loaded with a white load and the device was closed. The handle broke off. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Yoke, nozzle the analysis results found that the long45a device was received with the rotating nozzle detached from the device and with the handles open. The reload was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the shroud was found damaged where engages with the tube. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.